Manufacturer narrative:
Blood loss. Leak. Valve. Evaluation is in progress, but not yet concluded. A sample was received and sample photographs were evaluated for pre decontamination. Visual inspection did not show any abnormalities. There were no observed cracks,chips, or deformation noted on the red valve cap. The cap appeared to be assembled correctly on the valve. Additionally the exterior body of the valve displayed no signs of damage. A duckbill was noted as being present within the valve and facing the proper flow direction as indicated on the valve. The coc was reviewed and there were no issues. There was nothing noted in the edhr review as well. The sample was sent to supplier for further evaluation. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The customer reported that the vent relief valve (vrv), a one way valve, leaked blood during cardiopulmonary bypass surgery, resulting in a blood loss of 200cc. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted january 31, 2018. Upon further investigation of this reported event, the following information is new and/or changed: (date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to additional information and device evaluation). (Indicates device evaluated). (Identification of evaluation codes). The sample was sent to the supplier for testing. The valve was connected to a rotary pump and primed to check for device integrity and no leaks were noted. The valve had water circulated through it and no leaks were observed. Additionally the rotary pump was reversed to create a backflow situation ; this acts as an occlusion in the line. The valve did begin to leak but this was within specification. The functional testing indicated that the valve operated as intended. The manufacturer was able to confirm that the valve had undergone 100% inspection for leaks at the time it was manufactured and passed. The supplier noted there were no manufacturing or quality concerns during the production of the valve lot. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.